Event description:
Complaint received that the right side siderail was stuck in the down position. No injury reported.

Manufacturer narrative:
Technician found that the siderail was missing the shoulder bolt, which caused the siderail not to latch. Replaced the shoulder bolt to resolve this issue. Bed found on the second floor.